Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Reportedly, the customer was not removing the air from the cartridge. Tandem technical support informed customer that not removing the cartridge air, is off label per the user guide. Customer cleared the alarm and reported that the cartridge would be changed. Customer¿s blood glucose (bg) level was 249 mg/dl.